Event description:
It was reported that the pulse generator exhibited an electrocardiogram anomaly and a diagnostics anomaly. No intervention was reported and the patient was in good condition. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.